Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # 00878953003214. Upn# 72404156. Batch/lot # 576891004. Mfg date 12/29/2008. Exp date 12/11/2010.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the implant would not inflate and air could be heard inside the pump. After the device was removed, a leak was seen in the right cylinder. An new ams700 21cm cx device and 100ml conceal reservoir were implanted.

Manufacturer narrative:
Reservoir gtin # 00878953003214 upn# 72404156 batch/lot # 576891004 mfg date 12/29/2008 exp date 12/11/2010. Additional information device evaluation the complaint component was returned and analyzed. The reported allegation of malfunction due to a leak was confirmed via product analysis of the cylinder. The reservoir performed within specifications no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the implant would not inflate and air could be heard inside the pump. After the device was removed, a leak was seen in the right cylinder. An new ams700 21cm cx device and 100ml conceal reservoir were implanted.

Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin #: (B)(4), upn#: (B)(4), batch/lot #: 576891004, mfg date: 12/29/2008, exp date: 12/11/2010.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the implant would not inflate and air could be heard inside the pump. After the device was removed, a leak was seen in the right cylinder. An new ams700 21cm cx device and 100ml conceal reservoir were implanted.